Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed the backup operation. The backup operation could have resulted from an integrated circuit anomaly, which is sensitive to low temperature.

Event description:
It was reported that the pulse generator exhibited backup vvi operation when interrogated in its box. The device was not implanted.